Event description:
Info rec'd indicates the head of the bed will not rise.

Manufacturer narrative:
The technician found zero voltage to the valve guide tube. He replaced the head up solenoid valve to repair the bed.